Event description:
We are trying to understand what went wrong with eye surgery of 14 patients. These surgeries where done in 2004. Patients before that reveal no problems and became ok with treatment as expected. Patients of became worse than were apparently because the head of the laser was not properly functioning and had some disturbs on surgery. We would like to know if there are any security rules for this product and any demands on maintenance for it that should have been observed.